Event description:
During a cataract extraction procedure of a soft cataract, the clinic reported experiencing a small corneal burn in the patient's operative eye due to poor phacoemulsification power. The patient required three unanticipated sutures to close the wound. The patient is expected to have a good outcome.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. The technician inspected all wires and boards of the phacoemulsification unit and found no problem. No issues were detected with the operation of the machine. The cause of the event was not able to be determined. A clinical support specialist visited the surgeon to discuss the event. The surgeon indicated he did not believe the incident was equipment related.